Event description:
It was reported that a pump has a system error 105. The customer stated there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The unit was rec'd inoperable due to a sys error 105 caused by a failed motor flex. The motor assembly will be replaced.